Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was found to be programmed in the unipolar configuration. A health care professional (hcp) was trying to program the pacemaker to MRI protection mode, but received a screen indicating the device could not be programmed to MRI protection mode due to the rv lead being in the unipolar configuration. Technical services discussed that the lead would need to be programmed to bipolar, so the hcp planned to discuss the situation with the cardiologist. The reason for the unipolar programming was not known, the patient only knew that there was "an issue" with the rv lead. No adverse patient effects were reported. The lead remains implanted and in service.